Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the material of the connection between the three valve catheters is rough, and the edges are not smooth, which resulted in the patient being found to have damaged skin during maintenance. No other information was provided.